Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, "tubes under fulfill more than on 10% vs fill indicator. Checked by bd representative at customer site and proven that tubes under fulfill."

Event description:
It was reported that underfill occurred during use with a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes. The following information was provided by the initial reporter, "tubes under fulfill more than on 10% vs fill indicator. Checked by bd representative at customer site and proven that tubes under fulfill."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. The date of the event was (B)(6) 2020, whereas the expiry date of the lot number involved was 31st december 2019 the complaint is not confirmed due to the tubes being used long after they had expired. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.